Manufacturer narrative:
Initial.

Event description:
It was reported that the user received recurring restart alerts on the ilet and subsequently an ¿alert 38¿ motor stall, with an ¿unable to proceed¿ alert encountered during a guided supply change; the event is consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during review, and evidence consistent with failure to infuse linked to a motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.